Event description:
It was reported that a patient received a low drain volume alarm on the homechoice during initial drain while connected. The registered nurse (rn) stated that the patient line was spotted with air. The rn stated that they pressed go to start the drain before the patient was fully connected to the patient line. The technical service representative reviewed proper setup procedure with the rn and instructed her to set-up with all new supplies to continue therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.